Event description:
It was reported that a homechoice device experienced a high drain 104 (night drain #4) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The care giver stated the patient was using strictly 4.2% dianeal solution during therapy. The patient's largest fill volume was 2000ml and they had drained 4012ml. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation was completed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event since a high drain 104 alarm was noted. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The service history revealed no repetitive failures, and no workmanship or process issues related to the reported problem, but did reveal a similar complaint that may be related to the reported problem. Upon conclusion of the investigation, the cause of the issue was one or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.